Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue was not confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have a broken main tube approximately 1.69 from the distal tip. No piece was missing. Components adjacent to this broken main tube did not show damage. There were no frayed or broken cables observed during visual inspection.